Event description:
It was reported that this pacemaker displayed an error message. Subsequently, the patient underwent a revision surgery in which this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device <<confirmed it was operating in safety mode or determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation.

Event description:
It was reported that this pacemaker displayed an error message. Subsequently, the patient underwent a revision surgery in which this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.